Manufacturer narrative:
Internal reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. An investigation has been initiated.

Event description:
It was reported that during a procedure, the helicoil knotless anchor easily fell off when the inserter was inserted into the joint and the bone hole after passing through a ultrabrade suture the eyelet. The procedure was resumed without any delay, using the the originally drilled bone hole however it is unknown how the procedure was performed. No further complications were reported.